Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument was not opening or releasing correctly. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have imprecise motion. The instrument was installed on an in-house system, driven, and exhibited imprecise motion. The grip tips moved in the direction commanded, however a lag or delay in the motion was observed. The instrument grip tips were not opening or closing fully. No visible damage was observed. However, while attempting to remove the instrument¿s housing cover, the chassis cracked. The instrument will be transferred to engineering for further assistance. The complaint was confirmed by failure analysis. The probable root cause cannot be determined based on the information provided and failure analysis results.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) failure analysis team confirmed investigation findings. The instrument's jaws did not follow close or open when tested on the in-house system. The instrument's housing was removed, and it was found that the instrument's proximal drive rod was bent. The drive rod pushes and pulls the jaws shut as the instrument's roll sector gear moves up and down, and a bent drive rod can result in the roll sector gear becoming unable to actuate the jaws across their full range of motion. The probable root cause of bent drive rods is typically caused by mishandling or misuse of the instrument or applying excessive force on the jaws during use.

Event description:
Refer to h11 for follow-up information.